Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -16.0/6.0/082 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve. On (B)(6) 2021 the lens was exchanged for the same length lens but the problem did not resolve. The reporter stated "as the patient has the lens vault of 650 , which is about the ideal lens vault, the doctor decided not to change the lens length." Cause of event was unknown.